Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) exhibited poor electrocardiography (ECG) parameters. To obtain better parameters, the lead was repositioned twice. After the second removal, it was noted that tissue had become lodged in the helix. The rv lead was not implanted, and an alternative lead was used instead (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event involved the lead being unable to be implanted. As received, a complete lead was returned for analysis. Final analysis found that the helix was stretched consistent with procedural damage. No other anomalies were found.